Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a breast surgery with a 325cc mentor memorygel breast implant (left) prosthesis and a 400cc mentor memorygel breast implant prosthesis (right) experienced autoimmune symptoms postoperatively. The patient started experiencing heart palpitations and food intolerance about two months after the implantation of the implants. The patient stated that irregular heart rhythms were detected on EKG testing. However, there was no major issue , and the patient felt fine. About one and a half years ago, the patient started suffering several unexplained systemic symptoms, including inflammation in ear tubes, tight esophagus, dry scalp, psoriasis on back of her neck, red eyes, tongue slithering, difficulty swallowing certain foods, throat pain, difficulty sleeping, and difficulty turning her body. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient had ER visits, mris, CT scans, xrays , and several consultations with various specialists including gastro, doctors (unspecified), and ent. Her rheumatologist recommended her to go on humira due to the autoimmune symptoms. However, the patient didn¿t start taking the medication, since she preferred to explant the implants first to see if the symptoms improve. The patient underwent bilateral removal without replacement on (B)(6) 2020. If additional information is received in the future, a supplemental report will be submitted. This report is for the left prosthesis.